Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery. Following the insertion of a non-bsc guide wire and guiding catheter, a 3.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, when the tip of the device was against the flexion area of the lesion, it could not be advanced anymore. As the physician pushed the device more, the non-bsc guide wire became stuck and the device came bouncing back. The device was removed and the procedure was completed with a 3.5x16 promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A snap gauge was used to measure the crimped stent outer diameter (od) at the undamaged proximal portion. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. A guidewire could be inserted through the device with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery. Following the insertion of a non-bsc guide wire and guiding catheter, a 3.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the tip of the device was against the flexion area of the lesion, it could not be advanced anymore. As the physician pushed the device more, the non-bsc guide wire became stuck and the device came bouncing back. The device was removed and the procedure was completed with a 3.5x16 promus premier stent. No patient complications were reported and the patient's status was good.